Event description:
It was reported that during a gastric bypass, the device fired successfully. However, there was difficulty removing the device after the anastomosis using the recommended instructions for removal. The doughnut was intact after inspection. The surgeon's technique has not changed. The buttressing material that the surgeon uses has changed to a self adhesive material from the company synovis. The anastomosis was over sewed to complete the procedure. There was no adverse consequence to the patient reported. Surgeon performed the same procedure without using the self adhesive buttressing material and the device worked without any complications.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the device arrived in good visual condition. The anvil half breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed and no anomalies were found during the manufacturing process.